Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The target lesion was located in the circumflex artery (cx). A 2.25x20mm ion stent delivery system (sds) was advanced to the cx. It was noted that there was a previously placed stent in the left anterior descending artery (lad) and when the physician was attempting to advance the ion sds through the bifurcation of the lad and cx, it became hung up on the previously placed stent. The ion sds was removed from the patient and it was noted that the stent had moved distally on the stent delivery balloon. A 2.5x20mm apex balloon was inflated in the bifurcation and another 2.25x20mm ion sds successfully crossed the lesion and was deployed in the cx. The procedure was completed with no patient complications reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR: the received stent was moved distally from its original position on the balloon (8mm). The stent was stretched (25mm) on the distal end over the tip of the catheter, which is consistent with getting hung up on another stent as reported. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The target lesion was located in the circumflex artery (cx). A 2.25x20mm ion stent delivery system (sds) was advanced to the cx. It was noted that there was a previously placed stent in the left anterior descending artery (lad) and when the physician was attempting to advance the ion sds through the bifurcation of the lad and cx, it became hung up on the previously placed stent. The ion sds was removed from the patient and it was noted that the stent had moved distally on the stent delivery balloon. A 2.5x20mm apex balloon was inflated in the bifurcation and another 2.25x20mm ion sds successfully crossed the lesion and was deployed in the cx. The procedure was completed with no patient complications reported and the patient's condition is okay.